Manufacturer narrative:
One pressure controller was returned for evaluation. The customer report of inaccurate values was not able to be confirmed. When connected to a known working hemosphere system this pressure controller powered up with no faults. When connected to a known working heart reference sensor it zeroed with no faults. When a cuff simulator was set to 120 over 80 the cuff 1 port gave readings of 125 over 76 and cuff 2 gave readings of 123 over 75. This is withing the simulator limits. The device history record review was not completed as the lot number was not provided. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. As the device not returned and no defect was found, a product non-conformance or device failure associated to manufacturing or design could be confirmed. The instructions for use include the following cautions: inaccurate measurements can be caused by improperly zeroed or leveled sensors or transducers, over or under damped pressure lines, excessive variations in blood pressures, excessive patient movement or electrocautery or electrosurgical unit interference.

Manufacturer narrative:
Additional FDA product codes include: dxn- system, measurement, blood-pressure, non-invasive dqk- computer, diagnostic, programmable qaq- adjunctive predictive cardiovascular indicator dxg- computer, diagnostic, pre-programmed, single-function. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed.

Event description:
It was reported that during use of the pressure controller it was providing low systolic and map pressure values compared to the arterial and brachial measurements on the patients bedside ge monitor. The values ranged anywhere from 10 to 70 points different in the systolic pressure. For the map the difference could be 10 up to 30 points difference. The patient had a brachial oscillometric cuff on. It was on the opposite arm then it was moved to the same side as the acumen cuff. Replacing the pressure controller for another one resolved the issue. There was no patient injury.